Event description:
It was reported by the aci sales professional that a (B)(6) female pt underwent a diagnostic r/lhc with carotids on (B)(6) 2010. Following the procedure, mynx was used for femoral arterial closure at the right common femoral artery (cfa). The deployer, a trained user of the device, prepped and deployed the device per the instruction for use (IFU). Hemostasis was successfully achieved. The venous sheath was also pulled and hemostasis was achieved. Post closure, the physician realized he forgot to do the carotids and re-accessed the rfa with a 6f sheath. The sheath was pulled and manual compression was held to achieve hemostasis. The pt was transferred to the floor with no noted hematoma or bleeding. One hour post, the pt developed a hematoma/pseudoaneurysm (psa) which was successfully treated with a thrombin injection. The pt was discharged the following day with no further clinical sequelae.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. The review of the lhr (lot# f1016502) indicated that the mynx device met all established performance criteria prior to shipment.